Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device has experienced a significant loss in remaining longevity in the past two months. A review of the stored data identified that this patient has been in atrial fibrillation (af) for the past two months and still is. A boston scientific technical services consultant discussed with the caller the effect that chronic af can have on overall device longevity. A download of the data was performed and reviewed by a boston scientific engineer who confirmed the device is high rate atrial sensing which can cause an increase in power consumption. Additionally, the device has the signal artifact monitor (sam) patch installed which can also cause an increase in power consumption, especially in the presence of high atrial rate sensing. Programming options that would decrease the high rate atrial sensing were discussed with the caller. No adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this device was subsequently explanted and returned for testing. No additional adverse patient effects were reported.